Event description:
Pt's family member called lfs on their behalf alleging that their one touch ultra meter was reading inaccurately high. The pt obtained blood glucose results, which were 120 points higher than their physician's meter readings. Tests were performed within 10 minutes of each other. There is insufficient information to suggest a potential malfunction of the meter due to invalid comparison; however, the meter failed two consecutive control solution tests. The pt neither alleged harm nor experienced injury or medical intervention. Based on the information supplied by the pt's family member, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable.